Event description:
Complainant alleged that while attempting to treat a female patient (age unknown), the device inappropriately displayed a "short detected" message and was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The event log suggests the device started with a valid patient connection and soon after observed ECG artificat that developed into intermittent "pads on/off" behavior and repeated ECG lead faults during pacing. This pattern suggests an external connection issue, such as poor electrode-to-patient contact and/or an intermittent connection between the ECG electrodes and patient cable. The device was functional tested and determined to be operating to specification. No cable identification or recognition errors were noted, and the ECG cable passed all testing. The electrode pads from the event were not returned for evaluation. There was no confirmed evidence of a short, and subsequent testing including a 30j short test, was successfully completed. No device faults detected as part of the investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.